Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that defibrillator external paddles is not working. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was not identified as the reported issue did not reproduce. Issue was not reproduced and the device was operational as per manufacturer's specifications. The investigation concludes that no further action is required at this time.